Manufacturer narrative:
Due to character limit in the e1 section , the full initial reporter name is (B)(6). Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump has discrepency between values. The patient involvement and injury information were not specified

Manufacturer narrative:
Updated field : b4, b5, d9, g1, g3, g6, h2, h3, h6 (health effect impact code, health effect clinical code, investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) reached to the customer by phone and during the colleague visit (the machine was in use and connected to the patient) stated that the cardiosave is working perfectly and had no problems.

Event description:
It was reported that the cardiosave intra aortic balloon pump has discrepency between values. No harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: h6(type of investigation).